Manufacturer narrative:
(B)(4). At this time, carefusion has received the suspect user interface module (uim) but it is still under investigation.

Event description:
The customer reported a blank dark screen on this avea ventilator during use. The customer stated that this unit was on a patient but no reported harm.

Manufacturer narrative:
Failure investigation was completed prior to submission of the initial MDR but was not included in error. This was identified on (B)(6) 2017. Results of service evaluation: the carefusion service group received the suspect user interface module (uim) for repair and evaluation. The service group performed power cycle startup, physical/visual inspection of the internal uim components. The service group was not able to duplicate the reported event by the customer. At this time no component root cause could be determined. This issue will be internally investigated within carefusion.